Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the screws were broken. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~4-6 threads from the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface noted smearing. Microscopic examination of the fracture surface identified progressive striations, which are indicative of fatigue to mechanical failure of the implant. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.